Event description:
Customer reported a false negative reaction with capture-r ready screen on a patient sample containing anti-k using capture-r indicator cells.

Manufacturer narrative:
The customer repeated the sample on galileo with a new vial of indicator cells from the same lot; the result is positive (4+) . Replaced the indicator cell vial with a new one. The old vial of cells may have been partly inactivated.